Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. The dislodged roll gear was found to be related to the unintuitive motion reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted myomectomy surgical procedure, the customer installed the wristed needle driver instrument did not move in the intended direction. A backup instrument was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wristed needle driver was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon side console's (ssc) high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. The surgeon attempted to move the wristed needle driver to the right, but it persistently moved to the left. There was no injury to the patient as result of the event. The movements of the surgeon scaled appropriately to the wristed needle driver and the timing of instrument movement was appropriate. Shakiness/ friction and external collisions did not occur. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver moved with unintuitive motion, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the wristed needle driver moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the wristed needle driver instrument involved with this complaint. The initial failure analysis were confirmed. The instrument was placed on an in-house system and confirmed to fail intuitive motion. The instrument exhibited unintuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. It was observed that when manually manipulating the roll gear, the main tube does not follow the motion. The heat shrink was removed to inspect the main tube and it was observed that there was no damage to the main tube. It appears that the main tube is no longer welded to the roll gear and is therefore dislodged. The root cause of the nonintuitive motion was not established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit uncontrolled motion. Failure analysis investigations confirmed the customer reported complaint "the wrist did not work in the intended direction." Failure analysis found the primary finding of function test failed - intuitive motion to be related to the customer reported complaint. The surgeon's controls moved, but the instrument did not, or the instrument would respond with a delay to the surgeon control command. The probable root cause of the nonintuitive motion could not be determined. The complaint regarding instrument moved with unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.